Manufacturer narrative:
(B)(4). Device was returned november 12, 2015. (B)(4).

Event description:
According to the reporter, during a low anterior resection when attempting to remove the device from the patient tissue was torn. The torn area was resected and another anastomosis was performed with a new device. There was unanticipated tissue loss and tissue damage. The procedure time was extended less than 30 minutes. There was no bleeding of 500cc or more. No device sizers were used. No reinforcement material was used. Nothing fell into the cavity. Patient status: stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The device was found to meet all visual and functional test specifications.